Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the customer's phone hit the pump touch screen while it was in the customer's pocket and the pump touch screen became cracked. Additionally, the touch screen became skewed. Customer's blood glucose was 116 mg/dl. Reportedly, customer continued to use current pump for insulin therapy.